Event description:
Device issue: expired stent. Time of device issue: after the procedure. Adverse event: none. It was reported that during a procedure, the rx vision device would not inflate. The entire system was removed. It was noted that there was a leak at the proximal end of the balloon. It was stated that the device was prepped before use. It was also reported that the device was used past the expiration date. No adverse patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and balloon. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage noted to the sds. The expiration date on the chipboard box is 11/2009. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in an attempt to pressurize the balloon when fluid leaked out of a tear 4 cm proximal to the proximal balloon seal. The balloon was pressurized and there was no damage noted. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all sds are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Reportedly, the patient anatomy was mildly calcified which could have contributed to the tear in the shaft. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use, therefore, it is likely that the shaft was damaged (scratched) during interaction with other devices and/or patient anatomy, resulting in the sds not being able to inflate. It was also reported that the vision sds was used after expiration. A review of the labels returned and attached to the lot history record for this lot was conducted and all labels indicated an expiration date of 11/2009, which is 36 months from the date of manufacture (12/2006). This confirms that the product was labeled correctly, and based on the reported information the product was used 4 months past the labeled expiration date. A query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures, inflation issues, or tears in the shaft for this lot. There is no indication of a lot specific product quality deficiency. In this case, the tear in the shaft appears to be related to the operational context of the procedure.